Event description:
A touchscreen responsiveness issue was reported, with the screen frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the customer successfully restored screen functionality by resetting the pump.